Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the light guide rod lens had foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device was sent for diagnosis therefore there is no customer allegation. Based on the investigation results, no nonconformances were found related to this complaint. No further escalation is required. The most probable cause of the failures are cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.